Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. Customer stated that the cannula was bent and tape not sticking. Customer also stated that the site issues was red, itchy and swollen. Customer also reported that they did not received medical treatment as a result of the site issue. Troubleshooting was performed for site issue and bent cannula. The device will not be returned for analysis.